Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a patient interface that lost suction on the left eye during lasik. The treatment was changed to photorefractive keratectomy and completed with no patient harm.

Manufacturer narrative:
The reported treatment could be identified in the logfile. Logfile review shows the treatment was aborted after a warning message displayed. The message indicates that the user released the laser pedals and pressed the right footswitch to turn off the vacuum. No technical root cause is detectable. The system was working within specification. The root cause is user handling. The manufacturer internal reference number is: (B)(4).